Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a burning sensation at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation did not identify an infection and noted that the cls implant site had healed appropriately and that the reported pain may be due to scar tissue. Topical pain patches were prescribed to resolve the reported event.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the burning sensation cannot be definitively determined; however, the physician noted that scar tissue may have contributed to the reported event. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and abnormal sensations or pain.¿